Event description:
It was reported that the programmer would click on then immediately turn off. In the call to technical services it was stated that the programmer would first come on, then the fan, and then it would turn off. Tried changing out the power cord and electrical outlet, tried another room and manipulating the connection but the situation did not resolve. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer did not stay powered on, it did not power on for analysis and the power supply was therefore replaced. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would click on then immediately turn off. In the call to technical services it was stated that the programmer would first come on, then the fan, and then it would turn off. Tried changing out the power cord and electrical outlet, tried another room and manipulating the connection but the situation did not resolve. The programmer was returned for service. There was no patient involvement.